Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the lens integrated system operations/service manual, revealed the following warnings and precautions related to the reported failure: o to avoid system power loss, use an uninterruptible power supply (ups). O to prevent damage to internal optics only use compatible light cables. O to avoid damaging the optics and light guide detector, do not use wet light cables. O prior to each use, inspect the device to ensure it is functioning properly and is not damaged. Do not use a damaged device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found yellowish residue on the light engine glass rod assembly. No significant fiber build up on the light engine cooling fins was observed. A functional evaluation revealed that the light cable is detected but the lamp does not light. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during a lap hernia the lens integrated system light source was not working. The procedure was completed with a competitor device a karl storz light source with no significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.